Manufacturer narrative:
Patient information is unknown. Date of event is unknown. This report is for an unknown tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number and email address are unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail advanced (tfna) hardware removal was performed on (B)(6) 2018. The blade was reported to have failed; migrating and going through the femoral head. The patient was revised to a total hip. The procedure was completed successfully. No surgical delay was reported. No patient outcome was reported. Concomitant device: tfna nail (part: unknown, lot: unknown, quantity: 1). This report is for an unknown tfna helical blade. This is report 1 of 1 for (B)(4).

Event description:
Concomitant devices reported: trochanteric fixation nail advanced (tfna) nail (part number unknown, lot number unknown, quantity 1); screw (part number unknown, lot number unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: visual inspection: device was not returned. Visual inspection performed at customer quality (cq) of the provided x-rays confirmed the condition of a head element cut-out through the femoral head, which agrees with the reported complaint condition. Document/specification review: a review of the device history records was unable to be performed since the lot number was unknown. The device part# was not provided and could not be defintiively determined based only on the x-rays provided. However, it was reported that it was tfna system. Tabulated design drawing for the family of titanium tfna screws was reviewed during this investigation. No product design issues or discrepancies were observed. Conclusion: a definitive root cause for the complaint condition could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation and the complaint condition is adequately covered by the risk assessment. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.